Event description:
The customer reported that a patient was on the cardiosave intra-aortic balloon pump (iabp) and the iabp suddenly shut down. They tried multiple times to power it up again. It would begin to power up, then immediately shut down again. A getinge representative advised them to attempt to pull out the console from the cart and then make sure it was secure back into the cart. They were unable to remove/slide/disengage the console from the cart. The patient was to be transported to a different facility. The getinge representative advised the customer to switch to a different iabp and to pull the iabp from use, and they switched to a cs300 iabp at this time. The customer was going to contact their clinical engineering department. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Good faith effort (gfe) attempts were made to the customer to obtain additional information on this complaint event, and no response has been received. If additional information becomes available, we will report accordingly . Not returned to manufacturer.

Event description:
The customer reported that a patient was on the cardiosave intra-aortic balloon pump (iabp) and the iabp suddenly shut down. They tried multiple times to power it up again. It would begin to power up, then immediately shut down again. A getinge representative advised them to attempt to pull out the console from the cart and then make sure it was secure back into the cart. They were unable to remove/slide/disengage the console from the cart. The patient was to be transported to a different facility. The getinge representative advised the customer to switch to a different iabp and to pull the iabp from use, and they switched to a cs300 iabp at this time. The customer was going to contact their clinical engineering department. No patient harm, serious injury or adverse event was reported.